Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the watchman case, a pericardial effusion was noticed after completing the ablation portion of the case. The physician took a look using intracardiac echocardiography (ice) and confirmed the pericardial effusion. The medical intervention provided was a pericardiocentesis and 1940ml of blood were removed. The patient was reported to be in stable condition but left the ep lab with the drain in. Patient outcome was reported as improved. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information about the patient and event. It was reported that this adverse event discovered post use of biosense webster product. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A pericardiocentesis was performed. Extended hospitalization was required as the patient was stable and improved upon leaving the ep lab. Patient was transported to the intensive care unit (ICU) with the drain in place. Unable to obtain any further data regarding patient hospital stay. Patient outcome was reported as improved. A transseptal puncture was performed with a baylis needle. Prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of a steam pop. The event occurred at the end of ablation phase of the procedure. Irrigation catheter was used with normal flow settings for thermocool® smart touch® sf catheters (2/15). The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, visitag, the visitag module. Visitag parameters used for stability were: nominal thermocool® smart touch® sf catheters settings ¿3, 3, 25 & 3¿. No additional filter used with the visitag. The color options were used prospectively wsa ablation index. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the device in good normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient born (B)(6) (weighing (B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the watchman case, a pericardial effusion was noticed after completing the ablation portion of the case. The physician took a look using intracardiac echocardiography (ice) and confirmed the pericardial effusion. The medical intervention provided was a pericardiocentesis and 1940ml of blood were removed. The physician is unsure when exactly happened but does not discard the possibility that the baylis wire could have gone through it. It appears that the tip of the left atrial appendage was perforated. The patient was reported to be in stable condition but left the ep lab with the drain in. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.